Manufacturer narrative:
The customer called olympus technical support center (tac) and requested to have an olympus field service engineer dispatched to repair the broken gray connector. The tac representative stated the call got disconnected therefore no further information was obtained. A message was left for the reporter, with no response to date. The reporter did not know if a scope was reprocessed with the broken connector, however she is going to find out. Tac advised her not to use the oer-pro until the connector(s) are repaired and or replaced. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a broken gray connector on an endoscope reprocessor (oer-pro). No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the connector unit was broken by breakage/loose of the connector. It may have disconnected the connecting tube. Stress/impact may have been added to the connector toward loose direction by the user handling, and the accumulated stress may have caused the breakage.